Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was ¿lacking power¿. According to the report, the device did not have as much torque as it normally would. The reporter stated that the batteries were switched out on the device, and the device still did not have as much power as did in the past. It was further reported that the device had trouble going in forward and reverse modes. It was unknown if there was a delay to the planned surgical procedure, or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device failed rotation per minute (rpm) specification. The reported conditions were confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.